Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the procedure was a left heart catheterization (lhc). The tr band balloon would not hold inflation and a hematoma developed. Manual pressure was held, and a second tr band was applied. The patient was in stable condition and the procedure outcome was successful. The estimated blood loss was less than 250cc's. There was no medical or surgical intervention required. Additional information was received on 04 may 2023: they started at 18 millimeters, reduced until they got a flash, then added 1-2cc's, per the instructions for use (IFU). The tr band started to deflate ten (10) - fifteen (15) minutes after the procedure. The device was not manipulated before use. The device was stored in a cabinet drawer. No issues were encountered during device use.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).